Event description:
I am a (B)(6) year-old white female in good health. In (B)(6) 2019, I underwent a total knee replacement surgery with the depuy attune system. There were problems with pain and lack of flexion right from the start, and within two months of the original surgery, I was back in the operating room undergoing a manipulation under anesthesia to try to get the leg to bend. It did not really work and I had another procedure in (B)(6) 2019 to clean out scar tissue and again attempt to bend the knee. After more than 50 pt sessions, I am still in chronic pain with swelling and my leg will not bend more than 95° flexion. I have gone to a new surgeon who drew blood out of my knee and I also had a bone scan that shows the implant is loosening. I am undergoing a revision surgery in (B)(6) 2020, less than 18 months after my original surgery. I cannot walk upstairs normally anymore and I am in chronic pain. I believe that this implant is defective. I work with another person who had the same type of implant put in and he, too, has had to undergo a revision. Apparently there have been many patient complaints about this particular prosthesis and I feel it needs to be addressed. I appreciate anything you can do to include my complaint in your official records. FDA safety report ID# (B)(4).